Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed occlusion test and clutch travel error. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken on the bottom case and plunger assembly upon receipt, a non-original equipment manufacturer top was found, and the bottom case was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as both clutch halves were found popping and slipping due to normal wear. Root cause of the reported event is attributed to normal wear as the pump was over 8 years old. Replaced the lead screw and both clutch halves, performed preventive maintenance and functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.